Event description:
It was reported the patient¿s battery was replaced due to battery depletion. The patient recovered without permanent impairment.

Event description:
Additional information received reported that the battery depletion was normal and the device had been in continuous mode. This did not align with the previously reported information of the device being replaced due to battery depletion after 26 months. The patient was noted to have recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 3487a, lot # j0015980v, implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type extension; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).